Event description:
It was reported that the 9800 system images are not as good as before. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found the x-ray controller pcb node erased. Replaced controller with the generator interface board and loaded the 29 software. The system was tested and found to be working as intended and placed back into service.